Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the device was not properly measuring heart rate. There was no reported patient involvement.